Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports pt hy had a double cuff curl catheter inserted (B)(6) 2008 and developed a hole just below the adapter (B)(6) 2010. The pt was given antibiotics and did not develop peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.